Event description:
It was reported that a patient experienced a pulmonary embolism (pe). It was reported that a week after a pulsed field ablation (pfa) procedure with a farawave 31mm catheter, the patient experienced a pulmonary embolism. The patient was admitted to the hospital beyond the standard of care, was then discharged and fully recovered from the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
B.3. Date of event: estimated it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.